Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to launch the pyxis application. A technical support specialist dialed into the device and found that services were unable to log in as application admin due to the database being in suspect mode state and unrecoverable. Dropped the database and repaired the application, followed by a full synchronization to refresh the database. Logs and database file backups were saved in electronic protected health information (ephi). Followed up with the customer, who confirmed no further issues and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was unable to launch the pyxis application. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.